Event description:
In (B)(6) 2021 the medical center in (B)(6) documented upon an impella cp support of over 3 days. Later in (B)(6) 2022 the (B)(6) registry noted an access site bleed that was treated by blood product infusion in excess of 2 units.

Manufacturer narrative:
The medical center in (B)(6) discarded all product in 2021. Only the minimal information provided in the (B)(6) registry could be evaluated. There was no determination of root cause possible. Should more information be shared, and a root cause determined, a final report will be filed.